Event description:
A low readings issue was reported with the adc sensor. Customer received a reading of "lo" (readings lower than 40 mg/dl) on the sensor scan compared to a result of 460 mg/dl obtained on the competitor meter. No symptoms were experienced by the customer; however, he was seen at the hospital where a reading of 450 mg/dl was obtained on the healthcare meter. Customer was treated with insulin shot (dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000jr9988 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer received a reading of "lo" (readings lower than 40 mg/dl) on the sensor scan compared to a result of 460 mg/dl obtained on the competitor meter. No symptoms were experienced by the customer; however, he was seen at the hospital where a reading of 450 mg/dl was obtained on the healthcare meter. Customer was treated with insulin shot (dose unknown). There was no report of death or permanent impairment associated with this event.